Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes the right ventricular lead was explanted and replaced on (B)(6) 2022 due to lead fracture and oversensing noise. The patient was in stable condition.

Manufacturer narrative:
Correction: previously reported g3 in follow-up 2 submitted on 22 feb 2022 should have been (B)(6) 2022 not 02 feb 2022. Analysis conclusion: the reported event of noise was confirmed but the reported event of lead fracture could not be confirmed. As received, a partial lead was returned in two pieces. An internal insulation abrasion was found between the shock coils breaching all the cable and inner coil lumens, with one ring electrode etfe cables coating found to be abraded. The cause of the reported event of noise was due to the internal insulation abrasion found between the shock coils breaching all the lumens with one ring electrode etfe cables coating found to be abraded. X-ray examination of the lead did not find any indications of conductor fracture.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon examination, it was noted that there was noise on the right ventricular (rv) lead. No programming changes were performed. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.